Event description:
This complaint is being created as part of a further correction action, retrospective review for "private label" product ((B)(4)). This complaint was received by (B)(6) on (B)(6) 2012 from (B)(6) for product 2 way standard sec foley catheter size 14x10. Customer complaining:" non deflation - at the prior test before use, it was possible to inflate and deflate the balloon".

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to ((B)(4)). Based on available info, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon fails to deflate. (B)(4).